Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had a "safety clamp open" alarms on lvp8100 sn (B)(4) he replaced door latch assy, but the issue was not resolved. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(6) to replace ail sensor. (B)(6) will replace ail sensor. If he still have problem, he will call me back. (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #:(B)(4). Case subject: npi8100 safety clamp open alarms. Account name: (B)(6) hospital. Account #: (B)(4). Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: ricky had a "safety clamp open" alarms on lvp8100 sn (B)(6). He replaced door latch assy, but the issue was not resolved. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I recommended ricky to replace ail sensor. Ricky will replace ail sensor. If he still have problem, he will call me back. Ref:(B)(4).